Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to component migration, endoleak and aneurysm enlargement.

Event description:
On (B)(6) 2013, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On an unknown date, a follow-up computed tomography scan identified a suspected proximal type I endoleak and evidence of aneurysm enlargement (amount unknown). The cause of the proximal type I endoleak is reportedly due to 2cm of distal migration of the trunk-ipsilateral leg component. The migration was reported caused by dilatation of the aortic neck. On (B)(6) 2018, an additional procedure was performed to treat the proximal type I endoleak. Reportedly an aortic extender component was implanted for proximal extension on the trunk-ipsilateral leg component. Final angiography reportedly showed resolution of the endoleak, and the patient tolerated the procedure.